Event description:
A healthcare facility in another country, reported that before use, they found a quantity of 2 rt225 infant breathing circuits with leaks at the "y" piece. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The device is currently en route to the manufacturer for inspection.